Event description:
Newly bought malem alarm has overheated the first night the alarm was put on my son. The alarm was very hot and he complained that he could not wear it. I removed it from his neck and realized that it was indeed hot. I replaced both batteries but the alarm got hot again. I don't believe that such a hot device is safe to be placed near my son's neck specially when he is asleep. It is possible that the alarm could get even more hot at night and would even burn him.